Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-oct-23. It was reported that there was a device issue. On (B)(6) 2019, the pump nurse interrogated the pump and reviewed logs. A code ¿13¿ was noted in the logs. The nurse called technical support was given instructions on code and what to do to the pump. It was stated, ¿the pump pulse rate tried to exceed what was programmed. The patient¿s pump should have stopped and started alarming.¿ this information was given to the nurse by tech services. On (B)(6) 2019, the pump was set to minimum rate, and then reprogrammed to original settings. The patient¿s weight was not available . The status of the pump was ¿removed, discarded, and replaced. Old pump was 19 month eri.¿ the patient reported no symptoms of increased pain or loss of therapy. No information or report at clinic concerning blowing in the hole of the old ptm. Patient currently has a new ptm. Pump interrogation on (B)(6) 2019 shows new ptm working with no difficulty. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was pancreatitis and non-malignant pain. It was reported that the patient was seeing the poor communication icon when he tries to deliver a bolus. It was noted that when the patient blows into the hole at the bottom of the personal therapy manager (ptm) and after 4-6 times attempts, he usually gets the ptm to connect. No symptoms were reported. An email was sent to repair. No further complications have been reported as a result of this event. Additional information was received from the patient on (B)(6) 2019. It was reported that the serial number for the ptm was unknown. The external antenna that was sent resolved the poor communication issue. It was also reported that the ¿pump had problems, so they replaced the pump¿ and a new ptm was given. No further complications have been reported as a result of this event.